Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline separated from the system prior to initiation of treatment. There was no patient involvement, harm, or adverse events associated with the reported issue. They used the previous version of the transducer protector to complete the setup without any further issues. No pictures were provided. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.